Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported during clinical training that the cardiosave intra-aortic balloon pump (iabp) retraction mechanism was damaged. There was no patient involvement.

Manufacturer narrative:
Updated fields: (site country), (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: (event site state: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had power cord not retracting issue. A getinge field service engineer (fse) attended the site and located the system to be repaired, dismantled the system and re-fitted new type 1 ac cable re-tractor mechanism and tested the system to as/nzs3551 and manufacture specification.

Event description:
N/a.